Event description:
On (B)(6) 2013, a lay user/patient contacted lifescan alleging an inaccuracy issue with the meter compared to a lab result. A patient reported blood glucose results of ¿130 mg/dl¿ with a lifescan meter and ¿180 mg/dl¿ on a laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products involved with this complaint have not been returned to life scan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.